Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following finding: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) reported blood glucose values of "148mg/dl" with the subject meter and "86mg/dl" with another meter (contour) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.